Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy procedure performed on (B)(6) 2026. It was reported that during the procedure, the device only had four bands and there should have been seven. The procedure was completed with another speedband superview super 7 device.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of ligator housing damaged defective.